Manufacturer narrative:
Based on the claim against the product by the customer noting a partial staple line, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue by replacing the sureform stapler stapler instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. A review of the sureform stapler 60 instrument reload for the reported procedure date was conducted by isi failure analysis engineer (fae) and obtained the following additional information: logs show part number: 480460-09, lot number: l11230112-0208, was installed on the system 3 times and fired 3 reloads (1 blue, followed by 2 white). On install 1, the first clamp was successful and was followed by a firing with 3 pauses for compression. On install 2, there was a firing failure (1st white reload) which stopped at ~50% completion after a duration of ~45 seconds. Maximum torque during the firing was recorded as ~645 n. The unclamping was successful and the instrument was installed a 3rd time. On install 3, there was another firing failure (2nd white reload) which stopped at ~48% completion after a duration of ~45 seconds. Maximum torque during the firing was ~618 n. The system does not record the serial numbers of reloads when installed on the system, so the logs are unable to identify the exact reloads involved in the firing failures, however both failures occurred with the white reloads installed. There were no firing failures with the blue reload. There were no incomplete clamps or unclamps by this instrument and there were no stapler related errors in the logs. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had a partial staple line, the customer removed the sureform 60 stapler instrument, opened a new one, and the new stapler instrument worked with no issue. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer not use the original stapler and RMA it back to intuitive. The procedure was completed with no reported injury using a second sureform 60 stapler instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.